Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6; the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found kit was returned with low quantity of cement hardened inside, traces of the cement were found on the cap indicating a small leakage. The vertecem v+ surgical technique guide, se_840448 rev. Aa states the following: instructions: pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid. Make sure that both mixing lid and the small sealing plug on top of it are securely tightened. Precaution: ensure a tight fit between the stop-cock and mixing device, but avoid breakage of the stop cock due to the application of excessive torque. A dimensional inspection for the vertecem v+ cement kit was not performed as it is not applicable to the complaint condition. A functional test was unable to performed due to condition of the received device. The complaint condition was not able to be replicated. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 07.702.016s. Lot # 5a53791. Manufacturing site: werk selzach logistik. Manufacturing date: 09.jan.2025. Expiration date: 01.jan.2028. Supplier: osartis gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a percutaneous vertebroplasty (th12) for compression fracture on (B)(6) 2025. After mixing the cement, it started leaking from the cement kit while being filled into the syringe. The surgeon removed the cap and put it back on, but cement still leaked. The surgeon transferred the cement to the blue syringe instead. There was enough cement, so the surgery was completed successfully with no delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.